Event description:
It was reported that during a routine equipment evaluation conducted at the user facility by a manufacturer service technician, the head of the device was chipped. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device has been received for evaluation. The investigation has not yet begun. A follow-up report will be filed when the investigation is complete.